Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4). Results: results pending completion of evaluation. Conclusions: conclusion not yet available-evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, a crack luer port on the manifold line was noticed. There was a blood loss of 310ml. Product was changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on april 27, 2018. The returned sample was visually inspected upon receipt. It was confirmed that the sampling line attached to the oxygenator port was sheared off. A portion of this broken tubing was still left within the port. No other anomalies were noted. A retention sample from the same product code/lot number combination was obtained and visually inspected, no anomalies were noted. All capiox units are 100% visually inspected at several points in the production process. It is likely that the observed damage caused by a shock force at some point during the handling of the product; however, when or how this shock force was applied was not able to be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.